Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware of allegations, that a remstar procflex has small puff of smoke from the back of the device. The device was replaced for the user and the suspected device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.